Event description:
Additional information received indicated that the patient presented with high impedance, noise over-sensing which led to pacing inhibition and low r-wave value. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited under-sensing and loss of capture. No intervention was made. Patient's status was unknown.